Event description:
Report received of "freeflow" during product testing. It was reported that the device was set up in the biomedical engineering department to observe for flow as part of a product evaluation. The tubing and syringe were connected, primed, and placed to run in the pump. The pump was stopped, and the tubing set was removed. It was reported that the tubing set allowed flow at a head height of less than 24-36 inches. Although requested, the exact amount of flow could not be quantified. Several tests were run using this set-up, and the results were inconsistent; in some instances flow was observed and at other times there was minimal or no flow. These results were found using two different types of pumps. There was no reported patient involvement. Additional information was requested, but no further information was provided.